Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/ increasingly intense pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thalassemia in 2015, uterine fibroid, multigravida, parity 4 and endometriosis. In (B)(6)2007, the patient had essure inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/ bleeding/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and rash papular ("rashes or skin conditions type: red bumps on stomach."). In 2009, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower had resolved and the rash papular outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, rash papular and vaginal haemorrhage to be related to essure. The reporter commented: events started out minor and gradually increased in intensity. Essure did not worsen a previously existing injury/condition. Discrepancy noted : hysterosalphingogram performed, however, result was not provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: result not provided (after essure insertion).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received event : " rashes or skin conditions type: red bumps on stomach." Was added. Onset date of events added. Event of "she did not underwent essure confirmation test" deleted. Patient demographics was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/ increasingly intense pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included thalassemia in 2015, uterine fibroid, multigravida, parity 4 and endometriosis. In (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia ("increased bleeding during menstruation/ bleeding/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2009, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: events started out minor and gradually increased in intensity. Essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on an unknown date: results: result not provided (after essure insertion). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: rash, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, hair loss, she did not underwent essure confirmation test were added, outcome of the events were updated. Patient's medical history was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pains/ increasingly intense pain, serious event due to medical importance and listed in essure reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff began to experience pelvic pain which started out minor and gradually increased in intensity. Considering the positive temporal relationship and in the lack of alternative explanation, causality cannot be excluded. This case was not regarded as incident, since neither hospitalization nor intervention was required. Other non-serious event increased bleeding during menstruation was reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.